Manufacturer narrative:
On september 27, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpps dv 450cc breast implant was found to have three (3) tears (tear a, tear b, and tear c) on the anterior view, measuring approximately 1.6 cm, 1.5 cm, and 0.9 cm, respectively. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tears, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation with consideration to the process controls, the evaluation performed by the complaint handling team, and data records reviewed the complaint device, the deflation reported on this product complaint is not able to be confirmed as manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 26, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient underwent a breast augmentation revision with a 450cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was diagnosed with a physical exam. As a result, the patient underwent explantation on (B)(6) 2023.